Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade IV.

Event description:
Healthcare professional report right-side "encapsulation", "potentially/possible rupture", and " might appear hairageous with stepladder sign and inter-capsular rupture" and capsular contracture baker grade IV. The device remains implanted.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional report right-side "encapsulation", "potentially/possible rupture", and " might appear hairageous with stepladder sign and inter-capsular rupture" and capsular contracture baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is a medical event not related to the device. ¿ rupture: no observed openings during analysis. ¿ lump/nodule: unable to observe as it is a medical event not related to the device. Additional observations: ¿ observed deformation on the device. ¿ white particles observed in the surface of the shell. ¿ observed creases on the device. No further actions are required as the device was implanted.

Event description:
Healthcare provider office called to report right-side "encapsulation", "potentially/possible rupture", and " might appear hairageous with stepladder sign and inter-capsular rupture" confirmed via mammogram/ultrasound. Right side capsular contracture baker grade IV. The ultrasound also reported "unspecified lump in breast". The device has been explanted.